Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8017243. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the pegasus bl 22ga x 1.00in prn-cap y experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: on the second day of placement, the patient ((B)(6) years old) said it's painful at the penetration position. It's noticed that there was a strip of foreign matter inside of the catheter, which was transparent plastic like material, light blue on one end, most of which was inside of the catheter, another end was outside of the catheter.